Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling addresses the reported event(s) as follows: method of use-posology ¿ remove tip cap by pulling it straight off the syringe as shown in fig. 1. Then firmly push the needle provided in the box (fig. 2) into the syringe, screwing it gently clockwise. Twist once more until it is fully locked and has the needle cap in the position shown in fig. 3. If the needle cap is positioned as shown in fig. 4, it is incorrectly attached. Next, remove the protective cap by holding the body of the syringe in one hand, the protective cap in the other, as shown in fig. 5, and pulling the two hands in opposite directions. Prior to injecting, depress the plunger rod until the product flows out of the needle. Inject slowly and apply the least amount of pressure necessary. If the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle. Failure to comply with these precautions could cause a disengagement of the needle and/or product leakage at luer-lock level and/or increase the risk of vascular compromise.

Event description:
Healthcare professional reported that one syringe of juvéderm® voluma¿ with lidocaine ¿bursted at the place to fix the needle.¿ initially, the injection was performed with a cannula with no problems during the injection. Later during the procedure, healthcare professional removed the cannula and attempted to put on the packaged needle. At that moment, the syringe "broke up at the luer lock." It was also reported that ¿when injecting into the patient, the syringe burst in 0.2ml and [healthcare professional] could not finish the injection.¿ the packaged needle did not touch the patient and no injuries occurred.

Event description:
Healthcare professional reported that one syringe of juvéderm® voluma¿ with lidocaine ¿bursted at the place to fix the needle.¿ initially, the injection was performed with a cannula with no problems during the injection. Later during the procedure, healthcare professional removed the cannula and attempted to put on the packaged needle. At that moment, the syringe "broke up at the luer lock." It was also reported that ¿when injecting into the patient, the syringe burst in 0.2ml and [healthcare professional] could not finish the injection.¿ the packaged needle did not touch the patient and no injuries occurred.

Manufacturer narrative:
Device analysis: 1 syringe of 1.0ml with 0.75ml of gel remaining received in an opened pack. Received without cap, but with one needle which still attached. A crack is observed at the 3mm luer lock level.